Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional test, and review of the alarm log were performed. During visual inspection the latch roller was found to be damaged. The cause of the condition was not determined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.